Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon broke. A 3.00 x 30mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). During insertion, balloon broke. The procedure was successfully completed with alternate device. No patient complications were reported.